Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03332 and 2134265-2015-03333 it was reported that patient death occurred. The target lesion was located in the mid and distal right coronary artery (rca). The physician attempted with multiple wires to attempt to wire the rca and was finally successful with a non-bsc guide wire. A few different balloon catheters were tried to pass down the rca. The lesion was finally crossed with a 2.0x12mm apex balloon catheter was able to be used and was then exchanged for a 2.0x2mm nc quantum apex balloon. The balloon was inflated and ruptured. They withdrew the balloon catheter and were able to retrieve the balloon successfully; however it was noticed that some of the ruptured balloon material was up in the shaft of the balloon catheter. A perforation was also noted in the ostium of the rca. It is unknown if the balloon catheter or the 6f runway jr4 guide catheter contributed to the perforation. As soon as they noted the perforation a 3.0x38mm promus premier stent was deployed at the ostium; however, the implant of the stent did not close the flap, nor seal off the perforation as the physician had intended. About 30 seconds after the stent was deployed, they began CPR on the patient and the patient died 40 minutes later.